Manufacturer narrative:
The insulin pump alarmed compromised force sensor system at 4.0 pounds during prime test due to faulty force sensor system. There was damage by moisture. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The pump was received with scratched display window, missing reservoir tube lip o-ring and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 82 mg/dl. The customer stated that insulin squirted out after infusion set change. The customer stated that the piston in the pump did not slow down. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer did not report motor position encoder error in the alarm history.